Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device logs showed the device initially recognized CPR pads but then switched to mfc-only mode, suggesting the mfc-to-adapter connection may have become loose or disengaged during use. While in this state, the device charged but did not deliver shock and was powered off 36 seconds later with the charge still present. A successful 30 joule test immediately after the event confirmed that both the device and the mfc were functioning properly. No accessories were returned for evaluation. The device passed all functional testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.